Event description:
It was reported that the patient had inappropriate shocks one evening. The emergency services went to the patient's home to check the patient. The patient is fine now. A possible malfunction is suspected. The device has been implanted less than two months. There were no additional adverse patient effects. The system remains implanted.